Event description:
It was reported that the right ventricular lead exhibited low impedance and high pacing thresholds. Fluoroscopy examination revealed possible clavicular crush damage. The lead was capped and replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).